Event description:
User received discrepant potassium results. Three pt examples provided. Pt 1, initial result 5.9 mmol/l, repeat 2.7 mmol/l. Pt 2, initial result 6.1 mmol/l, repeat 4.3 mmol/l. Pt 3, initial result 5.6 mmol/l, repeat 3.8 mmol/l. Initial results were reported, the pts were not adversely affected. The field service rep determined the cause to be an empty diluent line near the valves. He replaced tubing to bottles, diluent 2w valve and liquid flow sensor for diluent. Performance tests performed which were within spec.